Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively there was a leak occurring at the deflection button. It was noted when trying to flush the cup the cup would not stay full due to the amount of leakage that was occurring from the deflection button area. The leadless implantable pulse generator (ipg) was attempted not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the analyst noted a partial delivery system was returned without the device, tether, and tether pin. The analysis indicated that the delivery system luer housing leaks. Fluid pathway leak was observed on the delivery system. There was a leak at the distal end of the tether lock housing of the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.